Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips fell from the jaws of the device. It was also reported that sometimes, the device spitted the clips. The clips did not fall into the pt. There was no pt consequence.